Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Also reported on (B)(4) with MDR#3030677-2017-01024. Serial number (B) (4) originally reported by customer was not received. The correct serial number is (B)(4).